Event description:
Boston scientific received information that oversensing of noise that lead to greater than two seconds of asystole was observed during a normal device interrogation. Further investigation revealed that it was muscle noise so the device was reprogrammed to least sensitivie and defibrillation threshold (dft) testing was performed to ensure adequent sensing of ventricular fibrillation (vf). The device was left programmed to least sensitive and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.